Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, there was an incomplete staple line at the distal part. No all the staples were out. They changed the reload from another different lot number so that they could finish the case. No patient injury.